Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (grasping forceps). Block h11: investigation results. The returned hurricane rx dilatation balloon was analyzed, and a visual inspection found that the device was returned without the rx tunnel; it was detached. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of rx tunnel detachment was confirmed. It is most likely procedural factors such as handling of the device or the technique used by the physician, could have resulted in the detachment of the rx tunned during the procedure. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stricture dilation procedure performed on (B)(6) 2024. During the procedure, the black piece (rx tunnel) of the device came loose and detached. The rx tunnel was removed out of the patient using grasping forceps. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stricture dilation procedure performed on (B)(6) 2024. During the procedure, the black piece (rx tunnel) of the device came loose and detached. The rx tunnel was removed out of the patient using grasping forceps. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (grasping forceps).